Event description:
It was reported that a user experienced hypoglycemia with a blood glucose of 55 mg/dl while using the ilet system, then self-treated with oral sugars and subsequently reported hyperglycemia with a blood glucose of 395 mg/dl; troubleshooting and education were provided, and the user declined a follow-up check. Investigation included user interaction with troubleshooting and education. Further investigation of this case revealed no device malfunction reported and user self-treatment leading to rebound hyperglycemia. Symptoms included low blood glucose followed by high blood glucose. Outcomes included temporary impairment that required self-management and coaching, without emergency treatment or hospitalization. It was concluded that, based on previously established findings for similar reports, the event was user-management related with cause of the initial hypoglycemia not determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.